Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 319 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had cracked/detached end cap, cracked case at display window corner, battery tube threads, minor scratched and cracked display window. Unable to verify prime alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. The insulin pump passed stop current test.